Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007, alleging the one touch ultrasmart meter was not drawing the sample in. The medical affairs specialist spoke to the patient on five days later. The patient reported, the meter issue began on a week earlier, as originally reported. On the morning of four days prior to original date, the patient reported feeling "like he was beat up". His body was aching all over, this is typical for him when he is high. He reported that he took an increased dose of his regular insulin based on the symptoms and 20 units of lantus. While unable to test, he took a set amount of lantus (20 units) and 2 units of regular insulin before meals. He visited his physician that afternoon and his blood glucose was tested. He does not remember the first reading obtained. The patient was treated with IV fluids and 2 units of insulin. He was retested after the insulin and the result was 150 mg/dl. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient further claimed that he was given IV fluids and insulin after being found to be hyperglycemic after the reported issue.